Event description:
Customer stated that she will go the hospital. Customer is experiencing high blood glucose. The blood glucose reading is 411 mg/dl. Customer is nauseated and sweaty. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.